Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (bg) between 316-345 (mg/dl). A manual injection was delivered to address bg levels. System check with tandem technical support indicated the pump was performing as expected. Recommendation was made to consult with health care provider to discuss pump settings adjustment and diabetes management. Customer reported that bg levels were returning to target range at the time event was reported.